Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the following failure: therapy monitored volume failed performance specification. No allegations were made against any of the patient's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice rite (return instrument test / evaluation) functional test for volumetric accuracy. The device failed the accuracy confirmation test. The piston foam were replaced with the test articles and the accuracy test passed. A third accuracy test was performed with the original piston foam and the device failed. The piston foam were again replaced and the device passed. A visual inspection revealed the piston foam were deteriorated. The assignable cause for rite test failure - volumetric accuracy was determined to be deteriorated piston foam. A service history review was performed and revealed no previous service events were related to the failure. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.